Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See scanned page.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that the insulin pump returned two motor error alarms the day before the call. Customer reported that the motor error alarms occurred during basal and bolus. Customer did not recall any significant events leading up to the error alarms. Customer reported that the insulin pump also returned a no delivery alarm. Customer reported that the numbers on the display were skipping during priming. Blood glucose level was 149.4 mg/dl at the time of the call. No further information was provided.